Manufacturer narrative:
(B)(4). Received information stating that the failure was during testing. There was no patient connected to the device.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the ventilator touch screen was not working properly. It is unknown if there was a patient connected to the device at the time of the event. The customer reported to have cleaned the touchscreen and put the ventilator back to service.